Event description:
Caller reported customer being tested with the freestyle meter at school getting high results. Insulin was administered based on these readings. Customer passed out soon after. Paramedics transported the customer to the hosp. While being transported, a freestyle test was performed with a result of 297mg/dl. At the hosp, a lab test resulted in 40mg/dl. Caller reported that the freestyle test and the lab test were taken within 15 minutes. Orange juice and peanut butter crackers were administered to the customer. After the customer ate, a blood test was taken with a result of 102mg/dl.